Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging a battery charge issue with his onetouch verio iq meter. The complaint was classified based on lifescan customer service representative (csr) documentation. The patient reported that the alleged meter issue began at an unknown time on the (B)(6) 2016. The patient claimed the meter would not power on despite the battery being charged. The patient manages her diabetes with a fixed dose of insulin. The patient stated that she did not alter her normal diabetes management regimen in response to the alleged meter issue. Approximately 6 -7 days after the issue began, the patient developed the symptoms of "shaky" and "sweating". The patient denied receiving any treatment for these symptoms. During troubleshooting, the csr confirmed that the customer was using the correct test strips, that this was not the first use of the device and that the device had not been misused. The csr confirmed that the patient was not able to turn the meter on manually when the power button was pressed nor would it power on when a test strip was inserted. The customer alleged that he was unable to perform a rapid charge of the device and that the meter did not provide any battery indicator prompt prior to the issue. The alleged issue could not be resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.